Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient expired. Per the vad coordinator, the cause of death was unknown. Only the controllers will return for evaluation. The vc was not notified of any device issues or malfunctions that may have contributed to the patient's death. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. Additional information was requested from the customer; however, no response has been received at this time. The hm3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.